Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the nicu, the port valve failed causing tpn and blood to back up and come out of the port. There is no report of patient harm.